Manufacturer narrative:
The device was returned to resmed for an evaluation. The evaluation determined that the power issue was due to a defective power source connector on the device. The connector was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral did not detect the power source when the device was plugged into the power supply. There was no patient injury reported as a result of this incident.